Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the liner from the cup. The tissues were a very dark charcoal color. It was reported that the screw was not countersunk in the cup at the time of implantation, causing the liner to never have been properly sealed. Update: (B)(4) 2012 - the complaint has been reopened because x-rays have been received. Update: (B)(4) 2012- litigation papers received. In addition to previously reported allegations, it is alleged that the patient suffers from pain, loosening, and metallosis. An unknown device has been added to ensure coverage for alleged loosening.

Manufacturer narrative:
Additional narrative: after review of medical records, it was found that this component was not implanted in the patient. This report will be rejected.

Event description:
Update: 02/06/2017 ((B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges following primary index surgery that she could not lift her right leg, even after physical therapy. Alleges also fibromyalgia, headaches, stiffness, irritable bowel syndrome, restless leg syndrome. Following revision surgery, alleges sensitivity to cold in her right buttock. MRI and x-rays are negative for evidence of loose prosthesis. MRI of lumbar spine indicates mild mutilevel degenerative disc disease with no significant central spinous or neural foraminal stenosis. Revision operative note indicated the presence of "significant metallosis". Upon exposing the hip, it was noted that the metal "liner was mobile", not locked into the cup. Examination of the cup identified no significant damage, and found "the screw was a little prominent and there was question whether it had just never fully seated". Screw could not be removed or seated better, so screw head was removed with a high speed bur to below level of the inside dome of the cup. Unable to seat and lock the first new polyethylene liner after making multiple attempts. Tried a second liner and it was noted that liner "locked in place so nicely, it was tested and seemed solid". Cup and stem were solid, with only the original metal liner loose. Added the first polyethylene liner that failed to seat and lock properly, and the acetabular cup, to the complaint. It was not reported to have caused an increased surgery time so no injury resulted, therefore MDR no for both. The previously reported unknown device will be voided as there was no product loosening, apart from the already reported metal liner. Added metallosis patient harm, and implant dissociation and implant screw not seating product harms.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. Evidence is also found to confirm the customer statement that a bone screw was left proud. A bone screw that was not seated fully within the countersunk feature of the acetabular cup could then contribute to the liner not engaging properly with the locking mechanism of the cup. The root cause is attributed to inadvertent user error in placing the cancellous bone screw. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.